Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. Explanted device was not returned per facility policy.